Manufacturer narrative:
Review of additional information received indicated that this event only involved the patient¿s device that was reported in MFR report #3004209178-2017-09862. All further information pertaining to this event will be reported in MFR report #3004209178-2017-09862.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with two neurostimulators, one for degenerative disc disease and spinal pain, and the other for degenerative disc disease/herniated disc pain and non-malignant pain. It was reported that the patient¿s device was suddenly just turning up four to five times worse than she ever has it and it makes her fall. It was noted that the patient had a heart condition. The patient had an appointment at the pain clinic and wanted a manufacturer representative (rep) there. Troubleshooting could not be done as the patient did not have her patient programmer during the call with the manufacturer on (B)(6) 2017. It was noted that the patient moved and needed a new managing healthcare professional. It was noted that this was a sudden change in therapy/symptoms that began in (B)(6) 2017.